Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient¿s device is no longer working and is not on. They noted that per the patient, the device has not working for about 3 years. The hcp had no further information. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the circumstances that led in their device no longer working was not due to a change in activity. The patient stated that they went to charge it the ins one day and it would charge. They mentioned their first unit they had worked great. No further complications were reported or anticipated.